Manufacturer narrative:
PMA/510(k) #: p050006. (B)(4). The gore® cardioform asd occluder instructions for use list embolization as potential clinical and device adverse event.

Event description:
It was reported the physician selected a 32mm gore® cardioform asd occluder to close an atrial septal defect in a patient with a deficient aortic rim and a thin, floppy posterior rim. The defect was balloon sized to 15mm. The physician was not able to capture enough septal rim to place the device and it was subsequently removed. A second 32mm gore® cardioform asd occluder was selected and able to be successfully deployed and locked. The device appeared to be stable as confirmed by transesophageal and fluoroscopic imaging; however, when the retrieval cord was removed the device embolized anteriorly into the right atrium and was retrieved with a snare. A third 32mm gore® cardioform asd occluder was attempted but could not be placed and was removed. A 16mm ceraflex occluder was then implanted with no adverse effects.